Event description:
It is reported that the pt was revised due to loosening of the tibial component. It has been stated by the surgeon that this is not the first occurrence of this type of failure.

Manufacturer narrative:
This report will be amended when our investigation is complete.